Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the ultrasonic level sensor to function normally during both ambient temperature and cold chamber testing. Manipulation of the cable did not affect function of the sensor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received stating that the surgical procedure was completed successfully.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He observed that the safety monitor was not reading the yellow level sensor and it had the disconnected message and light emitting diode (led) on. He switched the red and yellow sensors and noticed the disconnected message was gone but now alarm function would not work. The yellow level sensor was replaced. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor module was having detection issues. As a result, an alternative device was employed. There was no blood loss, nor adverse consequences to the patient.